Event description:
On december 17, 1993, the patient underwent placement of the subcutaneous infusion port via the left subclavian vein. On may 2, 1994, it was noted with injection of the port there was fluid buildup in the left subclavian area and out around the port. An x-ray revealed a fracture of the catheter with the distal end of the catheter lodged in the right heart. On may 3, 1994, the catheter and port were removed. Approximately 3-4 cm. Of catheter remained attached to the port. The end of the catheter was compressed which the surgeon removing the port felt was indicative of compression between the clavicle and the first rib, most likely causing the fracture.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.